Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level ranged from 98 to 116 mg/dl. Customer declined further troubleshooting with tandem technical support. Reportedly, the customer continued to the pump and supplies for insulin therapy.

Manufacturer narrative:
Device not returned